Event description:
Peripheral imaging was performed in the aorta and iliac area. After removal of the imaging catheter from the patient's body, it was noticed that the gold graduation marks located on the telescope appeared to be "broken". There were no patient complications associated with this event.

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. A search in the complaint management database showed that no other complaints have been reported on this batch. Visual inspection of the returned device revealed one of the hub wings was broken off, and missing when received. The root cause for the observed damage to the root hub wing is handling damage. During investigation, bloodstain was observed inside the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. During image characterization testing, good square image appeared in the system and the product performed within specification. Gold graduation marks on the telescope assembly were observed to be distorted and flakes were observed in the telescope assembly. The telescope portion of the catheter was able to pull back properly. The gold graduation marks are located in the telescope section outside the patient body. Previous studies performed by the manufacturer has shown that the device meet the requirement for potential particulate levels of the flaking gold graduation marks. A process improvement has been made to the product which has replaced the gold foil graduation marks with pad printed gold marker bands, which have shown to be more durable. This process improvement occurred in 2007 after this device was manufactured. The complaint is confirmed based on the observed flaking of the gold graduation marks, the root cause of the flaking is design related.